Manufacturer narrative:
(B)(4). Investigation results: one accutrac 200 laser fiber was returned in one piece. The piece measured approximately 312.9 cm from the top of the connector to the tip. Exposed glass tip measured approximately 3 mm and the tip was degraded. Fibers are consumable and meant to degraded. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. Visual examination revealed that light cannot travel well to the fiber face within the sma connector to illuminate it fully, indicating that the fiber was broken within the connector. It was likely that due to the fractured within the connector that the fiber aiming beam appeared weak and the device failed, confirming the complaint. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on december 30, 2019 that a accutrac 200 laser fiber was used in an ureteroscopy procedure performed on (B)(6) 2019. Reportedly, the laser settings of 40 watts, 1.0 joules and 40 hertz. According to the complainant, during the procedure, the aiming beam was noted to be not visible and the laser fiber stopped firing. The procedure was completed with another accutrac 200 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the sma connector.